Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd alaris smartsite low sorbing set experienced leakage. The following information was provided by the initial reporter: there was also reported a concern that this tubing may have been involved in some reported issues with leaking of the filter tubing.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event: it was reported that 25 bd alaris smartsite low sorbing set experienced leakage. D.9 device available for eval: yes. D.9 returned to manufacturer on: 07-jun-2022. H.6 investigation summary: 25 unused sample model 10013902 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with normal saline. No issues of leakage were observed. The customer complaint that the sets were leaking could not be replicated. The root cause could not be determined because the issue could not be replicated. There is a difference in priming volumes of the original set model 10010570 and the substitute set model 10013902. In this instance there is no issue with model 10013902 because the set is working as intended. 10010570 has a prime volume of ~1 ml. 10013902 has a prime volume ~4ml. A device history record review for model 10013902 lot number 22039224 was performed. The search showed that a total of 17603 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Event description:
It was reported that 25 bd alaris smartsite low sorbing set experienced leakage. The following information was provided by the initial reporter: there was also reported a concern that this tubing may have been involved in some reported issues with leaking of the filter tubing.